Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited chronic high thresholds. The right ventricular (rv) lead also exhibited high thresholds and a lead impedance warning. Both leads remain in use. No further patient complications have been reported as a result of this event.